Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced pericardial effusion post-procedure. During a pulse field ablation (pfa) procedure a farawave catheter was used. The faradrive sheath was difficult to insert into the patient. The procedure was completed despite the insertion difficulties. Post-procedure a pericardial effusion was discovered in the patient. A pericardial tap was performed. The patient is expected to fully recover. It is unknown if the device will be returned for analysis.